Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B)(6) 2013, inratio: 2.4, reference: 7.5, mean: 4.95, confidence limits: 2.8 - 7.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. In-house therapeutic door testing has been performed on reported lot 308052 on (B)(6) 2013. Results as follows: donor 212, inratio: 1.9, 1.9, 1.9, reference: 1.84, bias threshold: 1.34-2.34, %cv: 0. Donor 197, inratio: 1.6, 1.7, 1.5, reference: 1.66, bias threshold: 1.16 - 2.16, %cv: 6.25. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. As reviewed on (B)(4) 2013, three (3) discrepant results complaints were reported for lot #30852; yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%); no further action is required at this time. This issue will be subject to tracking and trending. There is no corrective action required at this time, as no product deficiency was established.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 2.4, laboratory inr: 7.5. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.